Event description:
A consumer reported seeing a line across vision and experiencing glare at night following intraocular lens (iol) implant surgery. He stated that his surgeon has been unable to explain these issues. He was also examined by a retinal doctor and was told that his symptoms were due to a "fold in the lens". In a f/u, the tech confirmed the pt's symptom of "line in vision". She also confirmed that the pt was seen by the retinal specialist in their practice who noted a "intraocular lens defect". The retinal specialist also noted non-proliferative diabetic retinopathy. It was also reported that a yag was performed.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met all release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 09/30/2010 and 10/01/2010 by phone, fax, and mail. A completed questionaire was received on 10/12/2010. (B)(4).